Event description:
Reporter noted chamber instability during quadrant removal. Felt fluid flow was partially obstructed. Switched out cassette to complete procedure. No pt injury occurred, but surgeon felt there was potential for injury.